Event description:
It was reported that; straight navigator inserter broke and came apart during procedure. The locking trigger of the inserter broke/came shooting off. The device was in the locked position and doctor had just started to mallet the implant into disc space. All fragments were received from the instrument. Case was successfully completed.

Manufacturer narrative:
Method: device evaluation and device history review. Results: device history review indicated all devices accepted into final stock met specifications. Visual inspection confirmed that the slide button has fallen off of the instrument. The spring clips of the inserter tip are also extremely bent indicating an applied cantilever overload. Functional indicated due to bent tip and broken slide button this instrument is not functional. Dimensional indicated due to extensive damage, relevant dimensions cannot be measured. Conclusion: the plausible root causes for the reported event are: inspection related and design related.

Event description:
It was reported that; straight navigator inserter broke and came apart during procedure. The locking trigger of the inserter broke/came shooting off. The device was in the locked position and doctor had just started to mallet the implant into disc space. All fragments were received from the instrument. Case was successfully completed.